Manufacturer narrative:
Date of report: 13jun2019. Date received by manufacturer: 11jun2019. The international field service engineer (fse) evaluated the unit and identified that the battery needed replacement. The fse replaced the battery and the problem was resolved. The ventilator successfully passed functionality testing after the repair was completed and was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator had a battery failure. There was no patient or user involvement.